Manufacturer narrative:
The motor passed rewind test, but it failed displacement test particularly prime/seating test in that the motor load stopped much sooner than expected. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. The motor was tested outside the device, and it passed. The motor was then place back inside the unit, retested, and it failed. The loading failure is due to some problem with the electronics. Unable to perform basic occlusion, force sensor, and occlusion tests due to the motor's inability to load properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that they cannot fill reservoir properly. Performed displacement verification test but test was failed. The insulin pump alarms fill complete even though no reservoir in compartment. The customer also experienced high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.